Event description:
The dexcom g7 sensor attachment mechanism, difficult to attach (unlike the g6 mouse-like gadget) requiring my husband to operate it, was even difficult for him. It required strong pushing, causing considerable pain and significant bleeding. My arm has since been extremely painful and cannot be extended. I take pain medications and begin pt (physical therapy) in three weeks. The mechanism needs to be revised for the g7 15-day. It appears, as confirmed by my md (physician), that it likely damaged a major nerve in my arm. I continue to be in significant pain after two months.